Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. Customer alleged they were able to remove 200 units of insulin from the cartridge after the pump alerted them to insert a new cartridge. Additionally, it was reported that the pump was "not delivering insulin correctly." Customer alleged that they did not see drops of insulin from the tubing while a bolus was delivering. Tandem technical support, confirmed in the pump history that the bolus had been delivered successfully, however, customer maintained that the pump was not functioning as intended. Customer's blood glucose level was 375 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.